Event description:
Complainant alleged that during routine training/inservice by a zoll sales representative, the pacer function was unable to capture heart rhythms input by a ECG simulator. There was no pt involvement during the reported malfunction.